Event description:
The customer called to report a battery out limit alarm. The customer also reported that she was in the hospital with a stomach disorder. The reported blood glucose reading at the time of the call was 315 mg/dl. The customer treated her blood glucose with a bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. ,